Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one sample and one photo were provided to our quality team for investigation. A visual inspection revealed epoxy drips on the needle. This defect could occur during the assembly process if a jam occurs at the cannulator, causing the epoxy to drip onto the needle. Furthermore, a device history record review was completed for provided lot number 3354844. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309581. Batch # 3354844. It was reported that the bd syringe 3ml ll w/ndl 25x1 rb had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. This evening, we were unable to use a syringe for my wife¿s b-12 injection. The needle has what looks like excess glue/sealant at the tip, as well as further down the needle (photo will be attached). Unfortunately, this was only noticed when we tried to use it (and it would not penetrate the skin completely). We have saved this unit for you if you would like it to be sent back for further investigation. Please advise of a solution for this quality control issue, and follow up with us concerning replacement for the faulty piece.